Manufacturer narrative:
The insulin pump was received with intermittent button response due moisture damage on the keypad assembly. The insulin pump passed the self test and the displacement test. The insulin pump was also received with the keypad overlay missing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had keypad anomaly. The blood glucose of the customer was 239 mg/dl at the time of the incident. The customer reported that the buttons were not responding. The customer reported that last week when she was out of town, she was stuck on the menu and could not give a bolus. Customer reported that numbers were not ramping on their own. Customer reported that the scroll bar was not moving with no input. Customer stated the button was not unresponsive during an easy bolus attempt. The customer advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The device will be returned for the analysis.